Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120208 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False positive result(s). User reported "on this sunday 2/20 in the evening I took a test ahead of a flight to a conference as per requirements. Despite being asymptomatic, the test came up positive, although quite weakly so. My wife (also asymptomatic) took one as well and it was negative. Early on monday 2/21 I took another test, which also was positive. I then went to do a pcr test (nasal swab, hologic done at quest, possibly pooled). It was done as a drive through and I swabbed myself. Similar to the flowflex test I did about approximately 15 seconds per nostril. This morning 2/22 I did another flowflex antigen test and it was again positive. Shortly after, I received a negative pcr result."